Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a territory manager that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as a coma. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the caller was not close to the patient at the time of the call. The insulin pump will not be returned for analysis.